Event description:
On 13-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the tubing was cracked near the pcc lock reservoir connector. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while opening the package, the infusion set's tubing came apart at the tubing connector. Therefore, the patient was not able to use it. The site location was at patient's upper buttock. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while opening the package, the infusion set's tubing came apart at the tubing connector. Therefore, the patient was not able to use it. The site location was at patient's upper buttock. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.